Manufacturer narrative:
No report of patient involvement. Date of device manufacture was unavailable at time of MDR filing. Legal manufacturer: (B)(4).

Event description:
The hospital reported battery failure that could cause loss of mechanical ventilation. There was no patient involvement.